Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) coil and rv coil impedances. The rv lead remains in use and a replacement procedure is planned. No patient complications have been reported as a result of this event.